Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm. The insulin pump was received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer reported that the no delivery alarm recurred. The customer's blood glucose was 514 mg/dl at the time of incident. The customer's blood glucose was 508 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the tubing was not bent or kinked. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.